Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming functional tests. Keyboard is scratched.

Event description:
It was reported the epg (external pulse generator) turned off multiple times during testing prior to a case. It was further noted that the battery had just been replaced. The epg was returned for repair. No patient complications were reported as a result of this event.